Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was blank. It was indicated that the display flex cable was damaged. It was also indicated that the output connector assembly was damaged, and the hanger was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display was blank. The epg was returned for service. There was no patient involvement.